Manufacturer narrative:
An event regarding crack/fracture involving an trident driver shaft was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. . Conclusions: the event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
User facility medwatch report # (B)(4) reported that while implanting stryker acetabular restoration gap plate screw (55mm length x 6.5mm dia), tip of the screwdriver broke off into head of screw and was irretrievable. Surgeon decided that removal of tip would cause more harm to remove, wasn't causing impingement on any soft tissue or components, and rigidly fixed thus unlikely to pose any problem. Original intented procedure was total left hip arthroplasty. Reported device usage problem is that device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
User facility medwatch report # (B)(4) reported that while implanting stryker acetabular restoration gap plate screw (55mm length x 6.5mm dia), tip of the screwdriver broke off into head of screw and was irretrievable. Surgeon decided that removal of tip would cause more harm to remove, wasn't causing impingement on any soft tissue or components, and rigidly fixed thus unlikely to pose any problem. Original intended procedure was total left hip arthroplasty. Reported device usage problem is that device failed (e.g. Broke, couldn't get it to work or stopped working).